Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. However, pump unable to perform the displacement test and occlusion test due to missing retainer and reservoir tube o-ring. The test guardian link with the glucose sensor simulator communicates properly to the pump noted. No unexpected calibration not accepted alert noted. However, detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at printed circuit board. The insulin pump was monitored and functioned properly. The insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call that the device alarmed power error alarm. Customer's blood glucose was unknown. Customer had done troubleshooting regarding the same issue. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.